Manufacturer narrative:
(B)(4). Additional concomitant medical products: 51-104160, tprlc 133 t1 pps ho 16x152mm, 2643521; s001140, selex/magnum mod hd 40mm std, 937410; 16-116060, rnglc+ ltd hole shell sz60, 628180. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00758. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Blood loss of 1800 ml was reported during a revision procedure of the right total hip. 1 unit prbc, I unit ffp, 3 units cell saver infused. Attempts have been made and additional information on the reported event is unavailable.